Event description:
Information received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The facility indicated the pt was too unstable to move, and repairs to the bed would have to be delayed.